Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. The patient reported they had been having issues with her pump that has led them to believe that it may be due for a change. The patient stated their doctor's office thinks the pump needs to be replaced but they are not able to do that because the healthcare provider was not a surgeon. They can refill the pump only. The patient was asked if this is a normal replacement or if there are any issues with the pump and the patient said she was not sure because when they had the pump put in, they were told it would last 7 years and then 10 years and it needed to be replaced. The patient stated she had not hit either of those milestones but they had run into two problems. The patient stated under one portion of the pump on the interior of her body they had developed a large pocket of fluid that causes fairly free movement and the pump itself doesn't get smaller, but it does get bigger and it causes free movement. The patient had no outward signs of infection but the pump sticks out a lot and it squishes as they put pressure on it and bubble of fluid that's been there since the pump was implanted. The patient further stated for the last 6 months their dosing has been off pretty regularly and they are either taking out more than they should or their refill dates are coming up faster than what it should at her current dosage. The patient had to have their pump refilled before their refill date which was supposed to be on may 23rd but had to get the pump refilled may 15, 2025. The patient requested and was sent physician listings.